Event description:
During a coronary stenting procedure, crossing and removal difficulties were encountered. The lesion being treated was a highly calcified, stenotic lesion in a highly tortuous right coronary artery. The physician used a 6f pinnacle introducer sheath for vascular access and a 6f mach1 guide catheter to cross the lesion. The reference vessel diameter was 4.0 mm and the lesion had not been predilated. The physician advanced the express2 otw 20/4.0 mm stent to the rca, but was unable to cross the lesion. As the delivery device was being withdrawn, the stent caught on the guide catheter, causing it to dislodge from the delivery balloon. The physician was able to withdraw the device back to the femoral artery near the sheath, but only about 1/4 of the stent would pass through the sheath. A second stent was successfully placed in the proximal right coronary artery. The pt was sent to the or where a small cut down procedure was performed on the femoral artery so that the embolized stent could be successfully removed. The pt has since been discharged to home.